Manufacturer narrative:
The event year of 2020 was only provided. Additional clarification is being requested; however, no additional information has been provided. (B)(4). Initial reporter phone: (B)(6). Device evaluation summary was completed on june 26, 2020: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient with history of atrial fibrillation underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention) and cardiac arrest (requiring chest compression). The patient was admitted for elective surgery for pvi under general anesthesia. About 15 minutes into ablation, anesthetist noticed that the patient¿s blood pressure dropped. Transthoracic echocardiogram (tte) confirmed cardiac tamponade. Drain was inserted percutaneously to aspirate blood. Heparin was reversed and the activated clotting time (act) was monitored. The bleeding did not stop so the physician decided that surgical repair was necessary and remainder of the procedure was aborted. Cardiac output was lost before the patient was transferred to the theatre; therefore, chest compressions had to be performed. Cardiac output returned and the patient was taken to the theater in stable condition. During surgery, the physician found a small hole on the roof outside of left pulmonary vein. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unknown. The status of the patient was recovering. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No biosense webster, inc. Product malfunctions nor error messages were reported. Transseptal needle was performed with a cook transseptal needle. There was no evidence of steam pop during the ablation. The flow rate was set between 8-15 ml/min. The force visualization features used included graph, dashboard and vector. The catheter was zeroed as per recommendation and no indication/error message that force was inaccurate and needing to be re-zeroed. There was no high force at any time during procedure noted. The generator was set as follows: power 40w, temperature cut-off 37 degrees and impedance cut-off 250 ohm. There was no sudden impedance rise at any time.